Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports in error (8010047-2021-04128 and 8010047-2021-04289). Reference MDR# 8010047-2021-04128 and for all investigation details and any additional information, if available.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, the user¿s complaint was confirmed. This is attributed to faulty scope socket due to which err 300 displayed on the monitor. The scope socket locking mechanism is not protecting the pins. The device functioned properly without any error message with the test scope socket. Olympus lamp life meter is reading below 50 hours, light intensity output measured within range, the main power switch is up to date, fan is running ok, air pressure tested ok.

Event description:
As reported for this event, the device did not register any scopes; only a scope error message was observed and the light kept flashing. There is not reported harm to any patient.